Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that when the patient was implanted, the ins was put in upside down and the patient had difficulty recharging. The patient stated they worked with a manufacturer representative (rep) at the time who stated the leads were at the bottom and then went out the top. The patient also mentioned that, instead of ¿staying solid¿ where the muscle grows around it, the ins ¿rolls¿ when they recharge it. No patient complications were reported as a result of this event. Additional information received from the manufacturer representative (rep). The rep clarified that the patient's device was rotated 180 degrees in the pocket and the patient was having issues charging because they weren't properly positioning the antenna. The rep was able to get 8 bars with little difficulty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that nothing had been done to resolve the issue, but the patient was trying to "deal with it the best [she] can," and believed the device was implanted in that position for a reason, but stated that the rep did not know why, but tried to explain it the best he could. No additional symptoms were reported. There were no reported complications and no further complications were expected.